Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 row d was not detected on bus. A field service engineer dialed into the station, logged in as carefusion admin, updated the firmware, and rebooted the unit, after which the med application launched successfully and aux 3.2 row d pockets were visible. The customer reported broken rails on the drawer 4.2 containing gabapentin, would not fully close, remaining about one inch open. A replacement drawer was required and was subsequently replaced. Storage space recovered and customer verified functionality. The system functioned as intended after the field service engineer troubleshot and repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 4wcec with drawer failure and customer tried to recover but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.